Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. There was no patient involvement.

Manufacturer narrative:
D9: 14-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The dso seal was replaced and the pump then passed all testing.